Event description:
Alleged event: healthcare professional reported "deflation". Physician later reported "capsule " of a non- (B)(6) device. This record is for the right side. Device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref: mw5187651.